Manufacturer narrative:
(B)(4). One (1) used sample was returned for evaluation. The returned product was functionally tested and confirmed the reported defect of leakage at the top cap of the blood filter housing. The sample and all available information regarding this complaint was forwarded to filtertek, the supplier of the housing. As per the supplier's investigation, the defect was confirmed. The supplier evaluated the returned sample and observed leakage at the housing area. Due to this complaint and other complaints similar in nature, filtertek has implemented a new electronic solvent dispenser to assure better solvent application on the bonded joint area. In addition, the number of pieces for the destructive leak testing has been increased from (1) piece every four hours to (3) pieces every four hours. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. This case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: leaking occurred during use. No patient injury. Limited information provided.